Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty front bezel. The fse replaced the front bezel to resolve the issue and bring the device back to functionality. Based on the service performed, the alleged malfunction was confirmed. Following the repair, the device was placed back into service. It was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31dec2020 .

Event description:
It was reported to philips that the device had a navigational ring failure. The device was reported as being in use at the time of the event on a patient. The initial reporter confirmed that there was no adverse patient impact.